Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections if pump battery depleted before new charging supplies arrived, and technical support arranged replacement charging supplies to be shipped within two days.